Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that their de vice has been in an overdischarge for 6 months. Additional information was received from a MRI technician on (B)(6) 2019. The patient was having an unrelated MRI. The caller said that the patient told the scheduler that the device has been turned off for 6 months because it want working for them. The caller had notes about the patient indicating that the device was underdischarged. Technical services reviewed MRI information and reviewed that the patient was likely referring to an overdischarge. They redirected the patient to follow up with their healthcare professional (hcp) to address the device issue. The event date was asked but unknown. There were no patient symptoms reported and no complications reported. Additional information was received from the patient on (B)(6) 2019. They were told to see their implant surgeon who suggested to have it taken out since they didn¿t use it. The patient wanted a device where they wouldn¿t experience the tingling but that was not the case with this unit. Surgery is scheduled and it was removed on (B)(6) 2019. No further complications were reported/are anticipated.